Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "the system shut down" (loss of power). The nurse reported the system shut down during a case. The system was rebooted and the case was completed. Additional info received from the nurse stated no system message displayed. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. The root cause of the reported issue could not be confirmed. However, an investigation was opened to address the issue of the system shutting down. (B)(4).